Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 44 mg/dl at the time of incident. Customer reported that insulin pump alarmed hardware low level failures. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer declined to troubleshooting for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error was confirmed in the formatted history file due to a cold or cracked solder joint found on pin of the ambient light sensor.